Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2013 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
Broken/damaged - (B)(6) 2020 05:06:18 rfc_repairs (rfc_repairs) po for (B)(6). 352.6700, damaged handle, damaged front case, damaged rear case, stuck rod.